Event description:
Pt received inferior vena cava filter (B)(6) 2012, for pulmonary emboli prophylaxis. Pt later complained of right upper quadrant abdominal pain. CT scan indicated that the filter had migrated inferiorly and one leg of the filter had perforated the inferior vena cava and was lodged in the liver causing bleeding form a liver laceration. Filter removed from pt on (B)(6) 2012.